Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to damage caused when the left ventricular (lv) lead was being explanted. This lead will not be returned as it was destroyed during laser extraction and the fragments were sent to lab for analysis. No additional adverse patient effects were reported.